Event description:
It was reported that the customer encountered an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to reset the pump, and the issue was resolved as the pump did not display any further error codes, allowing them to successfully start their sensor session.